Manufacturer narrative:
Customer reported primary audible alarm bgnd test. Tamper seals were in tact but device was cracked on right plunger case. Unable to duplicate the primary audible alarm bgnd during occlusion test. Unable to determine who caused the problem. Replaced speaker as a preventive measure. Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had primary audible alarm problem. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: a review of the event history log identified primary audible alarm background (bgnd) test. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information received via email: there was no patient involvement, they have two pumps in every surgical suite so during set up they encountered an issue with this pump and switched to the other one to complete the case.